Manufacturer narrative:
Eval completed. One 23ga cutter was returned in an unk pouch. The original packaging was not returned. The part number and lot number cannot be verified or determined. The tip protector was not returned. The needle was slightly bent approximately 5" or less. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was off center of the vent hole in the side of the cutter body by approximately 45 degrees. The drive connection dampener and barb connector (air line) was not fully seated into the back cap and was loose. A functional test was performed using a stellaris pc system. The cutter has an air leak at the back cap air line. The inner needle will not actuate or move due to the loose air line connection. The cutter does not cut. However, the cutter does aspirate. The sterilization and lot history records have been reviewed and found to be acceptable.

Event description:
The user facility in korea reported the vitrectomy cutter passed pre-operative testing, but failed to cut through the vitreous during the surgical procedure although aspiration continued. The cutter was tested at various speeds and failed to cut properly at 5000 cpm. There was no pt impact or medical intervention required.